Event description:
The contralateral pullwire became caught on the hooks of the superior attachment system as the jacket was retracted. Resolved with the use of a guiding catheter. Difficulty was experienced with removal of the jacket guard and in advancing the contralateral wire. After implantation, a wallstent was placed in the contralateral limb of the implanted endograft to improve flow.